Event description:
It was reported that partial stent deployment occurred. The 100% stenosed target lesion was located from the aorta to iliac artery. A 8x120x120 epic¿ vascular stent was advanced to treat the lesion. Two physicians started to deploy the stent at the same time; however, it was noted that only one side of the stent was expanded. Subsequently, the other side of the stent then started to expand. The procedure was completed with this device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4): the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).